Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). This is 2 of 2 medwatch reports regarding this event. Please see medwatch report # 2032227-2014-64222.

Event description:
It was reported the customer was receiving no delivery alarms on their insulin pump. The customer's blood glucose was 430 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer had tried all remedies, but the no delivery alarm persisted. The customer also attempted to change the infusion set three times, but the alarm recurred. Troubleshooting was performed. The insulin pump alarmed no delivery during a manual prime, following disconnection and reconnection of the infusion set and reservoir. The customer's reservoirs were all expired, and it was advised this may have been causing the no delivery alarms. No additional information provided.